Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: during investigation, the keypad cover was found to be intact with all keypad buttons responsive during investigation. The keypad cover was removed to find no contamination under the button contacts. The pump was opened to find the keypad flex fully seated in the connector with the latch closed. No evidence of moisture was found internally. The complaint of an under responsive keypad was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the bumper.